Event description:
Healthcare professional reported ¿133te breakage¿ and "when fixing the tab, there is a high possibility that hole was made by the needle." "It seems that there is no problem if 200cc saline was injected, but when try to inject 300cc full saline, leakage presented. Breakage was confirmed through the echo examination." Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "133te breakage"; "when fixing the tab, there is a high possibility that hole was made by the needle."